Event description:
It was reported that the rv lead impedance was occasionally high in (B)(6) 2011. It was not determined which device was causing the high impedance measurements. Hence, both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.